Manufacturer narrative:
Testing was performed at alere (B)(4) on retained device lot e04180 associated with kit lot e04568 with a low positive and a negative control. All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot e04180 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative related to lot number e04180 showed no similar complaints. The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
This report represent 1 of at least three 3 false negative alere binaxnow streptococcus pneumoniae antigen card patient test results reported by a customer. Cultures were reported positive and one of the samples was also positive by a fluorescence method. The exact number of patients involved is unknown. The sample type and patient(s) outcome are unknown. There is insufficient information to determine if a malfunction occurred. In a worst-case scenario, a reported false negative result occurred and a cerebral spinal fluid (csf) may have been used. A false negative result may cause a delay in the patient receiving appropriate therapy. As meningitis is a serious, lifethreatening condition delays in treatment may have severe consequences; therefore, this is a reportable event. This MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).